Manufacturer narrative:
(B)(4). Due to the information received, it was determined that a touch contamination was the cause of the peritonitis. As a result, the transfer set is no longer a suspect product. All further investigations of this event will be documented in report number 1416980-2013-09564.

Manufacturer narrative:
(B)(4). Same patient as (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h12h02021, h12i06079, h12j01053, h12k07082, and h12l07031 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is report 3 of 3. This is a report of peritonitis in a patient coincident with dianeal therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. The patient is recovering from the event.